Manufacturer narrative:
The delivery system has been returned for eval and the investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states. (B)(4).

Event description:
It was reported that after deploying 1.5 cm of the stent, there was a crack in the flush port. The physician tried to continue to deploy the stent, but it was only the flush port that was moving back. The stent remained only partially deployed with no further movement. The physician tried holding the flush port, but this did not work. The handle was then forced to be broken and the string which connects the pulleys was cut. The physician tried to use it like a pin and pull method, and the stent was finally completely deployed and placed. There was no injury to the pt.